Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using a penumbra engine pump (engine). During the procedure, the engine was unable to turn on and, therefore, it was removed. The procedure was completed using a new engine. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: four of the five rubber feet on the bottom of the engine pump were missing. Conclusions: evaluation of the returned engine pump confirmed the device was unable to power on. After replacing the fuses on the back of the engine pump, the engine was able to power on. The engine pump was also able to produce vacuum pressure within specification and all four vacuum indicator lights were illuminated. The root cause of the faulty fuses could not be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.